Event description:
It was reported that the patient experienced urethral erosion at the cuff site of his artificial urinary sphincter. The patient underwent surgery and all components were removed. There were no device issues with the explanted device. There were no further patient complications.